Event description:
IV pump channel stopped the infusion of a medication. The IV channel loses connection to the module and powers down stopping the infusion without any indication, notice, or alarm. The infusion was started and the channel appeared to be operating but upon reassessment of the pt, the channel was off and infusion stopped. The module was still on, and nothing alarmed to alert staff, this was happening.